Manufacturer narrative:
Manufacturer ref. No. (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a pump's keypad has intermittent operation and possibly a stuck key. There was no patient injury.